Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to press and no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there was crack on insulin pump and reservoir. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, prime or a33 test, excessive no delivery test and self test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off and broken battery tube thread noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).